Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient fell and tore off the peg/j tube, but was not completely removed. At the hospital, the peg tube was removed until the gastric mucosa healed. On (B)(6) 2021, in the hospital, the patient experienced several episodes of hematemesis. After an upper gastrointestinal endoscopy, the gastroenterologist found active bleeding and ulceration on the gastric mucosa in the bumper area. Mechanical hemostasis was performed by applying clips.